Event description:
On (B)(6) 2009, pt reported receiving an e10 (cartridge error) alert when attempting to complete the change of cartridge function. Pt stated the piston rod was unusually noisy during rewind (grinding sound). Pt reported he just installed a new battery. Verified correct battery was in use. Pt is using a aa standard alkaline battery. Advised pt to install a different new battery. Had him attempt to complete the change the cartridge function. Pt reported he was unable to complete the change the cartridge function. He stated the piston rod is noisy (grinding) during rewind, and then e10 alert appears. Pt reported he was unable to complete the change the cartridge function. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.